Event description:
The report received from the affiliate indicated that there was a crack in luer hub of the 2.5x8mm cypher select plus stent. It was observed before being used in the patient. Additional information has been requested.

Manufacturer narrative:
Please note that this device is not distributed in the united states but it belongs to the same class of devices as the us distributed cypher sirolimus drug eluting stent. It has been received for analysis but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.